Event description:
A report was received that the patients battery wiggled around at a weird angle on her anatomy due to some excess skin. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was reportedly doing well postoperatively.